Manufacturer narrative:
Concomitant medical products: product ID: 3778-60, serial#: (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2020, product type: lead. Product ID: 3778-60, serial/lot #: (B)(4), ubd: 23-jul-2017, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via manufacturer representative, regarding a patient who was implanted with a neurostimulator (ins). It was reported that the patient went to see the physician in the clinic where she reported she no longer felt stimulation on the right side, where she needs it the most. Patient states she never had any falls or external factors that she can remember. Upon rep's arrival to the patient in preop, interrogated her battery and found all high impedances on electrodes 8-15. The patient went in for scheduled surgery. Hcp explanted the percutaneous lead and replaced it with a new one. The hcp was able to add a new lead to get right sided coverage for the patient, explanted the previous percutaneous lead. The issue was resolved and the it was successfully covering the patient's right sided pain. The old lead was discarded. Hcp had no further information, patient's weight was asked but unknown. No further complications were reported/anticipated.